Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The unit failed the internal flow verification test (positive flow: measured vt). The device log files were successfully downloaded and reviewed; no actionable error codes were identified. During the evaluation, the aecm proportional valve, the 3-way solenoid valve, detachable battery pack, muffler assembly, particulate filter and inlet filter required replacement due to preventive maintenance. Additional components were found contaminated or discolored and required replacement, including: the machine flow sensor, blower assembly, the vanity cover, blower bellows seal, blower mount, tubing system pca, tubing blower chassis, tubing fio2, and tubing low flow o2. In addition, the blower needed to be replaced. The customer complaint was confirmed. Following service, the unit passed all testing.